Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05753, 1627487-2022-05864. It was reported the patient had high impedances. As a result, the lead and ipg was explanted and replaced to address the issue. Therapy restored post-operatively, reportedly.

Manufacturer narrative:
An scs lead replacement due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Effective therapy was reestablished.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the lead found it had broken wires in the paddle area (see images). These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.